Event description:
It was reported that the pt presented with suture spitting after undergoing a utero - sacral colopopexy performed during 2001. The pt displayed pain, bloody discharge, and suture spitting. The physician removed suture from the apex of the vagina. Granulation tissue was noted at the suture site.